Event description:
Additional information received indicated patient presented to the cath lab for lead evaluation, externalized conductors were observed in multiple views via x-ray. During lead extraction, svc was torn, causing svc syndrome. The patient developed facial swelling, chest pain and shortness of breath. Prompt intervention was performed and patient condition significantly improved with relief of swelling.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was capped due to fracture. During lead revision, there was excessive bleeding due to scar tissue. Patient was hospitalized for 1 week with no active devices. No further information is available at this time.

Manufacturer narrative:
Following fields deleted: event location other.